Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. Aneurysm morphology was not reported and the arteries were not tortuous and had some calcification. It was reported that there was a kink in the distal aorta. This area was ballooned during the procedure; however, the pt had a limb occlusion 5 weeks post implant. A fem-fem bypass was successfully performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention).